Event description:
New information noted that the pacemaker was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted, during an interrogation attempt, that the pacemaker could not be interrogated. Intervention was not performed. The patient experienced no consequences.